Event description:
The affected guide wire was used during a coronary angiography, after completing the procedure (stent implantation of proximal rcx with transition to the main branch), the affected wire was retracted. During this process, the guideable, flexible, x-ray opaque tip detached in a small distal r marginalis. Retrieval is not possible, as the tip remains in the final branch of the r marginalis.